Event description:
Needed assistance with setting up the meter. Meter has been giving incorrect readings. The machine would just display lo, indicating his blood sugar is below 20 mg/dl. These results aren't correct. The meter just isn't reading correctly.